Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1415. Patient problem code: f23.

Event description:
The catheter is a pleural drain placed in the chest, there was initially some concern with the drain (dec 23) and lots of air and then a pneumothorax on cxr with subcut emphysema managed by under water seal drain. 16-may-2024 - received an email response from complainant for information. Answers added in follow up tab. Refer email attached. Shanmugapriya j what was the cause of the pneumothorax? The customer was unsure why. Was the device malfunctioned was the cause of the pneumothorax? The customer didn't think so because it worked fine until the recent issue reported under (B)(4). Could you please provide a further description of the issue and device malfunction? The incident occurred in (B)(6) 2023, and the customer reported that the drain was slow and there appeared to be a lot of air. Lot number and material number associated with device failure. The material number is 50-7050. The customer will try to trace the lot number of the catheter. How was the issue resolved? Pneumothorax on chest xray with subcut emphysema managed by under water deal drain. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Pneumothorax on chest xray with subcut emphysema managed by under water deal drain.

Event description:
The catheter is a pleural drain placed in the chest, there was initially some concern with the drain (dec 23) and lots of air and then a pneumothorax on cxr with subcut emphysema managed by under water seal drain. 16-may-2024 - received an email response from complainant for information. Answers added in follow up tab. Refer email attached. (B)(6). What was the cause of the pneumothorax? The customer was unsure why. Was the device malfunctioned was the cause of the pneumothorax? The customer didn't think so because it worked fine until the recent issue reported under pir44091117. Could you please provide a further description of the issue and device malfunction? The incident occurred in december 2023, and the customer reported that the drain was slow and there appeared to be a lot of air. Lot number and material number associated with device failure. The material number is 50-7050. The customer will try to trace the lot number of the catheter. How was the issue resolved? Pneumothorax on chest xray with subcut emphysema managed by under water deal drain. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Pneumothorax on chest xray with subcut emphysema managed by under water deal drain.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.